Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted and therefore will not be returned for an evaluation. The part number is unknown, however based on the picture and description the device appears to be a 43-1008 or 43-1001. Because the lot number is unknown, the device history records were unable to be reviewed. The images were reviewed by members of the engineering and clinical teams. Based on the images, it appears that the plate fracture may have been the result of material fatigue. The instructions for use provides guidance on this type of issue under the ¿contraindications¿ and ¿possible adverse effects and complications¿ sections. It states: ¿if used in mandibular resection cases, the mandibular reconstructive devices must be supported using a graft. If mandibular reconstructive devices are not supported by a graft, the devices can be expected to fracture, bend, break or fail.¿ ¿mandibular devices can fracture, bend, break or fail if used to bridge a mandibular resection site, in the absence of a graft. Apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain which may not be related to the implant.¿

Event description:
It was reported the patient was implanted with a gold plate with seven holes and six 2.0 x 10 mm screws on (B)(6) 2017. The plate was identified to be fractured three months post operative; images of the fractured plate were sent to the distributor. A revision to remove the plate has not been performed. More information was requested but has not been received.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a picture of a 3d scan image, it can be seen that the plate is fractured. Upon review of the image, disfiguration can be found in the right patient's mandible, maxilla, and zygomatic bone. A portion of the bone is absent in each of these bones. A four hole portion of a seven hole plate is fixated with three screws to the bone towards the posterior of the fracture in the mandible and the remaining three hole portion of the seven hole plate is fixated with three screws to the bone towards the anterior of the fracture. The plate is clearly fractured transversely in the area of the fracture. The center hole of the plate does not have a screw in place and appears to have spanned a void in the mandible where no bone was present. No product was returned and no functional tests or inspections could be performed. The pictures provided suggest that the patient had prior damage to anatomy in the area of the implant, the plate may have been placed spanning a void in the mandible, and the patient may have experienced trauma. It also appears that plate spanned a void in the mandible where no bone was present which is contrary to what is instructed in the instructions for use (IFU). Investigation results concluded that the reported event was due to patient condition and improper surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.